Event description:
It was reported by the customer "r brachial attempted 10 cm above antecubital fossa; line successfully placed and confirmed with ECG, however upon placing dressing red lumen very difficult to flush. Dressing removed and assessed, with no visible kinks; cxr taken to assess tip location, and kink noted in arm. Attempted to retract line to release kink but unsuccessful. New PICC line placed." No other information was provided. Additional information received on 5/25/2023: catheter inserted 8cm above the antecubital fossa with 8cm external to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink is confirmed. One 4 fr dl powerpicc catheters and one radiographic image were returned for evaluation. The image appears to show a link with a sharp bend within the patient's arm. The returned catheter extended up to the 35 cm depth marker. Multiples kinks were noted at the proximal end of the catheter, and at the 6, 8, 9, and 32 cm depth marker. The catheter was then flushed and was found to be occluded when infusing through the red lumen. Microscopic inspection of the kink locations revealed creases and material wrinkling likely caused by the kinks. The catheter was cut in order to measure the lumen dimensions. The catheter wall thickness and lumen spacing were found to be within manufacturing specification. Based on the information provided, it is likely that the kinking of the catheters likely contributed to the complaint of difficulty infusing; therefore, the complaint is confirmed. Additional potential contributing factors include catheter movement during use, patient anatomy and securement technique.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regv0508 showed one other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility.

Event description:
It was reported by the customer "r brachial attempted 10 cm above antecubital fossa: line successfully placed and confirmed with ECG; however upon placing dressing red lumen very difficult to flush. Dressing removed and assessed; with no visible kinks: cxr taken to assess tip location, and kink noted in arm. Attempted to retract line to release kink but unsuccessful. New PICC line placed." No other information was provided.